Event description:
A report was received that the patient will undergo a revision. No additional information was provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8116-70 (B)(4) description: artisan 2x8 paddle lead, 70 cm.

Manufacturer narrative:
Additional information was received that the revision will not take place.

Event description:
A report was received that the patient will undergo a revision. No additional information was provided.